Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was discovered that this right ventricular (rv) lead dislodged. The physician was unable to reposition the lead because the helix could not be re-extended due to residual tissue, therefore the lead was explanted. The lead will not be returned. No additional adverse patient effects were reported.